Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 16.2 mmol/l. The customer treated with a new set. The customer stated that the no delivery alarm occurred about 30 minutes prior to calling. The customer stated that the pump alarmed no delivery during fixed prime. The customer mentioned that the alarm was resolved by a complete set change. The customer was unable to troubleshoot during time of call. The customer will return the product for analysis.